Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms damage to the locking detail due to attempting to insert of the device. The visual also confirms scratches on the surface of the insert. A dimensional inspection of the returned device could not confirm or explain the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the lgn ps high flex xlpe sz 3-4 11 mm could not be fixed to the baseplate. The procedure was successfully completed with no significant delay using a smith and nephew back up device. Patient was not harmed.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection confirms damage to the locking detail due to attempting to insert of the device. The visual also confirms scratches on the surface of the insert. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.